Manufacturer narrative:
An event regarding limb length discrepancy, corrosion, wear and fracture involving an accolade stem was reported. Fracture of the device was confirmed by a review of the provided x-ray and a mar. The mar also confirmed wear. However, limb length discrepancy and corrosion were not confirmed. Method & results: -device evaluation and results: material evaluation was completed and indicated the following comments: the stem fractured in fatigue with the final fracture occurring in overload. Damage was observed near the location of fracture origin, consistent with contact against a hard object. Intergranular morphology was observed throughout the region of fracture origin. Eds showed the stem was consistent with an astm f1813 alloy. The stem hardness of 32 hrc, no notable hardness gradients, and grain size between 4 and 5 met specification requirements. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray confirms a fractured stem. Need operative reports, office/clinical reports, serial x-rays, and examination of the explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, office/clinical reports, serial x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
The customer reported a revision of a OEM and accolade combination for metallosis.the patient presented with a painful right leg, shortened and externally rotatedthe surgeon reported that the patient was opened there was metalosis and corrosion at the trunion. The implant had fractured.

Manufacturer narrative:
The other devices listed in this report: cat # mac-9988-4854, lot # fm095685, description: std mitch trh cp sz 48/54, manufacturer: depuy. Cat # mmh-9988-0448, lot # fm078266, description: mitch trh md hd sz 48-4: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
The customer reported a revision of a OEM and accolade combination for metallosis. The patient presented with a painful right leg, shortened and externally rotated the surgeon reported that the patient was opened there was metallosis and corrosion at the trunnion. The implant had fractured.